Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) cuff that was not inflating properly and not completely closing the urethra. The physician believes that surgical intervention is required to resolve the issue. There has been no surgical intervention at this time. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) cuff that was not inflating properly and not completely closing the urethra. The physician believes that surgical intervention is required to resolve the issue. There has been no surgical intervention at this time. There were no patient complications reported. Additional information stated that the surgical intervention was scheduled for (B)(6) 2023. Further information stated the surgical intervention has not taken place yet.

Manufacturer narrative:
Updated information for b5 and correction made to b7 relevant history the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) cuff that was not inflating properly and not completely closing the urethra. The physician believes that surgical intervention is required to resolve the issue. There has been no surgical intervention at this time. There were no patient complications reported. Additional information stated that the surgical intervention was scheduled for november 16, 2023. No other information regarding the surgical intervention has been received.